Event description:
It was reported the m91-ts powered wheelchair shuts down unexpectedly during use. The suspected cause of the issue is the exposed wires at the controller. No patient complications were reported as a result of this event.